Event description:
Potential product problem. The imtec corp. Iluma cone beam CT scanner emits x-rays during a ramp-up period of eight seconds before image acquisition begins. A pt, therefore, would be exposed to 8 seconds of radiation before any useful imaging begins. The vendor was notified and acknowledges the problem, and is planning to retrofit the systems with a shutter mechanism to shield x-rays during the ramp-up period.